Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a low questionable elecsys cortisol ii result for one patient sample from the cobas e 801 module. The initial result was 4 and the repeat results were 105 and 106. No unit of measure was provided. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.